Event description:
7/17/89 - pt. Had left total hip replacement12/13/93 - pt. Reports about 1 month ago he began having severe pain in the left thigh x-rays show a fractured harris cemented femoral component which has fractured at the unction of the distal and middle thirds of the stem.2/14/93 - pt. Underwent revision of left total hip arthroplasty.